Manufacturer narrative:
Bec field service engineer (fse) found the uninterruptible power supply (ups) in a fault status and that the smell of burnt electrical component was coming from the ups. The fse plugged the instrument to the wall outlet and rebooted it without issue. (B)(4).

Event description:
A customer contacted beckman coulter, inc. (Bec) and reported smelling smoke and seeing red lights from their unicel dxc 800 synchron system. The customer powered down the instrument. No effect to patient or user was reported in connection with this event.